Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to disconnection in curled cable, the endoscopic image cannot be displayed. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to disconnection in curled cable, the endoscopic image cannot be displayed.

Event description:
The customer reported to olympus that videoscope cable exera ii, loose contact. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to cable disconnection. Olympus will continue to monitor field performance for this device.